Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 3 contained a tear. There was fibrous pannus ingrowth on the inflow and outflow surfaces of all three cusps. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tear and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
This 25 mm sjm trifecta valve was implanted on (B)(6) 2013. On (B)(6) 2016, the trifecta valve was explanted due to a cusp tear. Concomitant procedures included ablation and left atria appendage removal. The patient is recovering.